Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the air removal step, and loaded the cartridge with cold insulin. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.